Manufacturer narrative:
The reported event of a "overly concaved", bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
On (B)(6) 2021, a 20 mm amplatzer cribriform occluder was chosen for procedure. As the device was implanted the user reported the device appeared "overly concaved" in the patients left atrium and would not remain flat. It was thought that the device was too big for the patients anatomy. The device was removed and was never released from the cable. A 25 mm amplatzer cribriform occluder was chosen in replacement and implanted successfully. The user suggests the deformation of the 30mm amplatzer cribriform occluder is due to it being defective. No patient consequences reported.